Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia as a post procedural complication is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. When the j tube was being removed, the patient aspirated. The j tube was hard and stiff, with a very large, yellow waxy material covering the tip of the pigtail of the j tube. The nurse reporter stated they thought this caused the aspiration. After the procedure, the patient choked and aspirated while she was in the recovery room. The patient was transferred to the intensive care unit post peg/j tube replacement and was treated with intravenous antibiotics. The patient also experienced abdominal distention that was resolved when the patient had a bowel movement on (B)(6) 2021. The aspiration pneumonia was resolving and the patient was transferred to pcu.